Event description:
The reporter claimed that the animas pump has a force sensor issue. Allegedly, the animas' piston dose will not stop and pushes all the insulin out of the cartridge. There was no report of any adverse event related to the reported issue. The patient is on the backup plan for diabetes management. Replacement products were sent to the patient. This complaint is being reported as a malfunction due to the alleged force sensor issue.

Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
The pump was returned to animas and evaluated by product analysis on (B)(4) 2011. Evaluation revealed a broken force sensor pin. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Evaluation also revealed contamination on the force sensor assembly.